Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/28/2019. The manufacturer's field service engineer (fse) performed troubleshooting with the customer. The customer was unable to reproduce the failure. After applying mechanical stress to the card, the audible alarm stopped. It was recommended that the customer swap the power management and motor controller boards to confirm if failure is isolated to the central processing unit (cpu). The customer was provided the part number for the cpu, revision j of the service manual, version 2.10 the customer replaced the cpu and acquired option codes from the fse. The cpu was return for analysis. Root cause (ls1) component.

Event description:
It was reported that the device logged an error 1104 (backup alarm failure). The device was in use at the time of the event; however, there was no patient harm.